Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a vacuum 2 error occurred at 97% of lasik treatment on a patient's right eye. Flap bed was created without sidecuts. Doctor manually used a scissor to dissect the flap side cut edges to lift the flap.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to the company's acceptance criteria. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check, and the ablation check were performed without any issue. The log file shows the treatment was aborted due to lost suction after the laser already started to fire. The user was not able to achieve good suction to values and started the suspicious treatment with suction 2 values near the lower limit of suction. According to the fluctuating suction values the system interrupted the treatment and aborted it due to the reported error message. The user performed another vacuum check successfully and without relevant deviations to the first one. The user started the next treatment and was able to achieve valid and good suction values and performed the treatment without issue. Further the user adjusted the vacuum pressure offset from 0 to +50 before the logfile export function was started which is also the end of the provided logfiles. The reported lost suction during treatment can be confirmed and is caused by the handling of the user. The user started the treatment with suction 2 values near the lower limit of suction. (B)(4).